Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 months post-implant, it was reported that the patient recently had gall bladder surgery and an unspecified time after being discharged the patient felt dizziness and fainted. The patient was readmitted for observation. The hospital staff attempted to connect the patient to a power module using their patient cable; however, no connection was established and they switched to the patient¿s power module patient cable. During the review of the patient's event history, multiple low voltage and low flow alarms and a clock reset were seen; however, the patient stated he did not recall any "emergency alarms" going off at the time. Once the patient cable was switched the pump parameters were stable. It was suspected that the patient cable was providing insufficient voltage causing the system controller to lose all power and reset; therefore, the patient cable was exchanged.

Manufacturer narrative:
The power module patient cable was received for evaluation. The patient cable could not be connected to a test power module due to bent pins within the 16-pin lemo power lead connector. The analysis of the returned patient cable revealed three bent pins which prevented a proper connection to the power module receptacle. The evaluation found that the bent condition of the pins contributed to noticeable resistance when mated to the receptacle of the power module and the connection was not able to be completed. The analysis indicates that the bent condition of the pins was possibly due to a misalignment issue between the patient cable and power module upon physically mating the connection parts. The patient cable could not be tested and therefore the low voltage and low flow alarms could not be confirmed. After the pins were repaired, the cable was able to be fully connected to a test power module receptacle. Functional testing of the repaired patient cable found that the cable provided sufficient voltage and normal pump telemetry on the test system monitor. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.